Event description:
It was reported that the patient had fallen and was being seen in the emergency room (ER). It was also reported that the right ventricular (rv) and the right atrial (ra) leads had noise possibly due to electromagnetic interference. It was also reported that the rv lead had oversensing. It was noted that it is unsure if the patient's fall and ER visit are related to the rv and ra lead noise. The rv and ra leads remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.